Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. The technical services (ts) recommended the patient follow-up with their health care professional (hcp). Upon interrogation, it was noted that this s-ICD exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.